Manufacturer narrative:
No button error alarms noted. Unit had no button response due to corroded keypad traces. Keypad overlay had weak adhesive bond at all locations.

Event description:
It was reported that customer received a button error alarm and buttons were not pressed longer than 3 minutes. Customer's blood glucose was unknown. Insulin pump would need to be replaced.